Event description:
The reporter said thatthe tip of the probe broke off inside the patient. She also reported that they went through the specimen and the tip was missing.

Manufacturer narrative:
Device received and is being investigated. Once evaluation is complete, a follow-up report will be submitted.